Manufacturer narrative:
The field service engineer replaced a circuit board and valve tubing. All controls were acceptable. The alarm trace contained several abnormal low signal and some abnormal sample aspiration alarms. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ft4 iii, elecsys tsh assay, elecsys pth stat immunoassay, elecsys ferritin, and elecsys afp assay results for multiple patient samples with cobas 6000 e 601 module. The following are examples of questionable results for 5 patient samples: sample ID (B)(6): the initial ft4 result was 90.48 pmol/l. The repeated result was 15.26 pmol/l. The initial tsh result was 2.68 miu/l. The repeated result was 4.23 miu/l. Sample ID (B)(6): the initial ft4 result was 100 pmol/l with a data flag. The repeated result was 17.51 pmol/l. The initial tsh result was 0.031 miu/l. The repeated result was 0.47 miu/l. Sample ID (B)(6): the initial ft4 result was 46.38 pmol/l. The repeated result was 15.25 pmol/l. The initial tsh result was 2.93 miu/l. The repeated result was 3.04 miu/l. Sample ID (B)(6): the initial pth result was 658.8 pg/ml. The repeated result was 487 pg/ml. The initial ferritin result was 263.5 ng/ml. The repeated result was 1315 ng/ml. Sample ID (B)(6): the initial afp result was 1.1 iu/ml. The repeated result was 2.36 iu/ml. The questionable results for sample ids (B)(6) were reported outside of the laboratory. It is unknown if the questionable results for sample ids (B)(6) were reported outside of the laboratory. The ft4 lot number was 528132. The tsh lot number was 512561. The pth lot number was 534774. The ferritin lot number was 530551. The afp lot number was 473503. The expiration dates were requested but not provided.